Event description:
It was reported that pump fell into water and screen stopped working, which affected customer¿s ability to interact and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.